Event description:
It was reported that device entrapment occurred. A 1.25mm rotablator rotalink plus and 330cm rotawire were selected for use. During the procedure, the rotablator burr got stuck on the rotawire. The physician managed to release the first wire from the system, but the same issue occurred with a second rotawire. The procedure was completed with another 1.25mm rotablator rotalink plus and a new rotawire. There were no patient complications reported.

Manufacturer narrative:
B3. Used first day of the aware date since event date was not reported.